Event description:
It was reported to philips that the heartstart mrx defibrillator showed excessive artifact. There was no negative patient impact. It was reported to philips that the heartstart mrx defibrillator showed excessive artifact. There was no negative patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.